Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the foot end brake caster damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this ebd. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.